Event description:
It was reported that the right atrial lead was attempted to be implanted; however, due to the patient's extreme anatomical tortuosity, the helix was bent. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that there was blood in/on the helix mechanism and sleevehead and the lead was damaged at implant.